Event description:
It was reported that the lead slack did not fall to the right atrium. The right atrial (ra) lead was repositioned and now remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.